Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer called to report high blood glucose readings. The customer's blood glucose reading was 508 mg/dl. After the customer changed the infusion set her readings came down. Nothing was replaced or returned for analysis.